Event description:
It was reported that approximately 7 months post 2.5x18mm xience prime stent implantation in the mid left anterior descending artery, the patient had an abnormal cardiac function test. On (B)(6) 2012, the patient was hospitalized and taken to the catheter lab where percutaneous coronary intervention was performed. On (B)(6) 2012, the event resolved. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effect of restenosis is a known observed and potential adverse event as listed in the xience prime everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.